Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom on behalf of the patient on 05/17/2016, to report that on (B)(6) 2016, the patient's receiver was overheating. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The download log founfd no issues related to customer complaint. The functional testing was performed and passed. The receiver case was opened for further evaluation and no issues were found. The reported event of an overheating receiver could not be confirmed. A root cause could not be determined.

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02.

Manufacturer narrative:
(B)(4). B5: b5: describe event or problem - correction. G7: type of report. H2 type of follow up - correction. This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 onwed jul 19 12:03:49 edt 2017 with MFR# 3004753838-2016-29007. The ack3 was received on wed jul 19 12:03:49 edt 2017 with coreid: (B)(4).